Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. Surgical intervention may be pending to address this situation.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy restored post-operatively.